Manufacturer narrative:
(B)(4). Device investigation could not be performed because the device was not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Reviewing of production records found no indication of product quality deficiency. Base on the obtained information, it was concluded that torsion exceeding the product's design limit was inadvertently applied while the catheter tip was being trapped in the calcified lesion, and that stress led the catheter tip to be damaged and eventually torn off. Instructions for use (IFU) states: [contraindications] do not use this microcatheter in advanced calcified lesion; [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter and damage the blood vessel.); and, [malfunction and adverse effects] separation.

Event description:
It was reported that the procedure was to treat a severely tortuous, severely calcified 90-99% stenosis in the lad. While approaching the lesion, the tip of an asahi microcatheter got stuck in the calcium. The operator torqued the microcatheter to release it from calcification when the tip broke off. It was decided to leave the separated tip in situ without taking remedial action. There was no adverse patient effects related to the remaining tip.

Manufacturer narrative:
The tip of the returned microcatheter was torn off at the distal end of the catheter shaft segment; approximately 5mm of the tip was missing. Microscopic observation revealed that shaft strands were disarranged due to accumulated torsion. At the torn end of the tip, tip polymer and under polymer layers and braids were found stretched. The catheter lumen became narrowed by the under polymer layer and braids that were gathered inward by torsion. Reviewing of production records found no indication of a product quality deficiency. Base on the obtained information and investigation outcome, it was concluded that torsion exceeding the product's design limit was inadvertently applied while the catheter tip was being trapped by the heavily calcified cto, and that stress led the catheter tip to be damaged and eventually torn off.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in date of report to reflect the date the initial reporter provided the information about the event to the company.